Event description:
Caller reported a cartridge alarm issue with the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Caller expressed interest in obtaining an out-of-warranty loaner pump.